Manufacturer narrative:
(B)(4). Off label-unapproved or contraindicated use of device (implanting in zone 1)

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of an unknown endoleak. Vessel morphology is unknown. It was reported that an unknown endoleak (type ia or type iii) was noted. The physician implanted a valiant captivia stent graft to resolve the endoleak. In doing so, the physician intentionally covered the lsa and lca. A bypass was performed. After the procedure, a post-procedure angio showed no endoleak. The patient sustained a neurological deficit on the left leg. The lumbar drain sheared off and stopped draining perioperatively. A lumbar drain was reinserted. No additional clinical sequelae were reported and the patient status is unknown.